Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had error in the motor was detected by reading unexpected value from hall sensor. The customer¿s blood glucose level was 9.2 mmol/l at the time of the incident. Customer stated that they were unable to rewound insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor noted during testing. However, moisture damage in the reservoir tube and motor assembly and a corroded motor home switch noted during visual inspection.